Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00690, and 1038671-2017-00692.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review.

Event description:
Index surgery: (B)(6) 2013. Revision due to wound infection and patella fracture. This event report was received through clinical data collection activities.